Event description:
The manufacturer received information indicating a patient died while on ventilation therapy with a trilogy evo ventilator. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Based on information provided and available, this event is likely an unintentional user error based on the reported statement that the patient came home from the hospital and was on the unit and the family said they had no idea how to use or work the device (ventilator). The patient passed away. Device evaluation and log attachments are currently pending. Therefore, device cause or contribution to the reported event of death while on the device cannot currently be confirmed nor refuted based on the information provided. The cause of the patient¿s death is currently unknown. Investigation is ongoing. A follow-up report will be submitted when the manufacturer¿s investigation has been completed.